Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that during a procedure, the coag worked fine, but the handpiece was not cutting. The doctor reported that the handpiece was getting very hot and melted into his glove. They opened a new handpiece and was able to continue with the case. There was no impact to the patient.